Event description:
Spine hardware originally implanted in 06. At one month follow-up, a "squeaking" sound was noted coming from the construct. A second procedure was done to retighten 2 set screws and retighten and torque all other screws. Md feels patient will heal normally.